Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-s1 to treat a metastatic tumor at l4. It was reported that the extender would not release from the bone screw. The surgeon had to use pliers to pull the extender off of the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.